Event description:
The anesthesiologist noticed a large increase in airway pressure (off scale, greater then 40 cm h20) immediately after indiction. The pt was manually bagged while the ventilator on the anesthesia machine was exchanged. The case proceeded mormally. The pt had bilateral pneumothoraces as a result of the barotrauma. Chest tubes were placed to remove the gas. The pt recovered fully. Testing of the ventilator revealed a defective pressure relief valve that stayed closed, allowing pressure to build up. During the pre-operative checkout, the anesthesiologist checked for leaks, but did not check pressure relief cycling the ventilator.